Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Device evaluation summary: upon device were received without fluid. White foreign material was observed within device and on shell surface. Device appears intact. No anomalies were discovered. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. Complaint was not confirmed. Mentor performs 100% inspection and testing of all devices prior to release. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Reason for device explant and/or reoperation: rupture. Concomitant medical products: saline mentor smooth round moderate profile 325cc, catalog number 3501650, serial number (B)(4). Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor asr reference number ip-00025119. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round moderate profile 325cc breast implant and experienced deflation, capsular contracture baker grade ii, and ptosis on the right side. As a result, the patient underwent removal on (B)(6) 2017. This report contains supplemental information for mentor asr reference number ip-00025119.